Event description:
It was reported that the user was unable to see any information on the pump, as the screen appeared dark with only a faint backlight visible, and a restart attempt was unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, instructing the caller to place the pump in storage mode and return it using a pre-paid label within ten days. The caller understood and acknowledged the instructions, and the pump was confirmed to be under warranty.